Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. Customer did not provide the lot number of the device. The suspect device was discarded; therefore, no product could be requested to be returned for product evaluation.